Event description:
The instrument was used during a lung volume reduction. It was reported the staples fired but did not form. Peri-strips were being used and the staples reportedly did not fire through the strip. There was no consequence to the pt.